Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush fell off from its main part [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that she had been using an oral-b brushhead, version unknown with an oral-b rechargeable toothbrush, version unknown, when the brush fell off from its main part. No symptoms developed.